Event description:
It was reported that the patient presented to regional medical center for an MRI. Upon interrogation the right ventricular lead exhibited high impedance. It was noted that there was a possible fracture. The lead was capped and replaced on 29 mar 2024. The patient was in stable condition.